Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 11/30/2020 h.6. Investigation: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed, and then infused with the pump dchu-0010 and pump module dchu-0013 at 125 ml / hr and allowed to flow into an empty beaker. At the completion of the run the set infused about 125 ml into the beaker. The customer complaint that during a patient ip potassium replacement, the infusion did not infuse at the rate it should have could not be replicated. A root cause could not be determined because the failure was unable to be replicated. A device history record review could not be performed because a lot number was not provided by the customer. See h.10.

Event description:
It was reported that an unspecified bd device had blockage and flow issues during use. The following was reported by the initial reporter: "it was reported that during a patient ip potassium replacement, the infusion did not infuse at the rate it should have. Per customer emails: ->hello. We have a patient who was getting IV potassium replacement on friday and the infusion did not infuse at the rate it should have been infusing at. The IV pump alarmed that the infusion was complete, but it wasn¿t even halfway done. The nurse pulled the potassium from the pump, placed the IV on a different pump with the same tubing and reset the pump. We sent the first pump to biomed for evaluation, but it didn¿t infuse slower with anything they attempted in the back. The second pump alarmed the same thing ¿ infusion complete when the IV bag still had fluid in it. We replaced the IV tubing and the infusion went on as planned with no other issues. I saved the IV tubing. Do you want the it or can I pitch it? ->hello xxx, are you our rep for IV tubing? See below issue we had with a tubing set last friday. We saved the tubing set but do not have the lot number. This has only happened once that I know of ¿ but wanted someone to be aware. ->hi xxx, unfortunately I don¿t cover that item. I believe that is xxxx. I have copied her. Have a great thanksgiving holiday. ->hi xxx¿ thank you for reaching out regarding the tubing issue. I¿ve included product complaints onto this email to assist with the investigation. Thank you,"

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd device had blockage and flow issues during use. The following was reported by the initial reporter: "it was reported that during a patient ip potassium replacement, the infusion did not infuse at the rate it should have. Per customer emails: hello. We have a patient who was getting IV potassium replacement on friday and the infusion did not infuse at the rate it should have been infusing at. The IV pump alarmed that the infusion was complete, but it wasn¿t even halfway done. The nurse pulled the potassium from the pump, placed the IV on a different pump with the same tubing and reset the pump. We sent the first pump to biomed for evaluation, but it didn¿t infuse slower with anything they attempted in the back. The second pump alarmed the same thing ¿ infusion complete when the IV bag still had fluid in it. We replaced the IV tubing and the infusion went on as planned with no other issues. I saved the IV tubing. Do you want the it or can I pitch it? Hello xxx, are you our rep for IV tubing? See below issue we had with a tubing set last friday. We saved the tubing set but do not have the lot number. This has only happened once that I know of ¿ but wanted someone to be aware. Hi xxx, unfortunately I don¿t cover that item. I believe that is xxxx. I have copied her. Have a great (B)(6) holiday. Hi xxx, thank you for reaching out regarding the tubing issue. I¿ve included product complaints onto this email to assist with the investigation. Thank you."